Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the programmer freezing up, the parsing files showed only old errors, however the software was reconfigured and reloaded/updated as a preventive. It was additionally noted that the power cord bay door was broken, the left keyboard hinge was broken, the electrocardiogram (ECG) connector on the link electronic module (lem) was loose, the lower hinge plate screw was missing (but was then found inside the programmer), there was an incorrect universal serial bus port cover, the lower feet were worn and the printer would not work after an interrogation. All found defective parts were replaced and all identified issue were resolved, the device received its recommended updates and it passed its functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze. The programmer has been returned for service. There was no patient involvement.